Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation, deformation and wear issues, as a complete circumferential break was noted just distal to the cath-lock. A partial circumferential break was noted approximately 1.0 cm from the proximal end of the distal segment. The edge of the break of the proximal catheter segment and distal catheter segment was non-uniform and appeared jagged as well as rounded on some regions. The edges of the partial circumferential break appeared jagged. The edges of the inner break surface appeared scuffed near the whitened edges in some regions and rough in others. Evidence of roundness was also observed. He definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device and method). H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the catheter allegedly broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement, the catheter allegedly broken. There was no reported patient injury.